Event description:
It was reported that a pump revision was being performed. There were no symptoms and no patient event. It was normal usage and due for replacement. It was indicated as normal battery depletion. The pump was delivering morphine.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted:unk, product type: catheter. (B)(4). Analysis of the pump motor revealed gear train anomaly; corrosion. There was significant residue on the upper shaft of the rotor magnet. Some resistance was noted when trying to turn gear three isolated from rest of gear train manually. There was significant residue on gear three's o-ring located on top bridge.